Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested using automated test equipment and met all test specifications. No device anomaly was observed. The device is normal.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was cardiac arrest. No further information is available at this time.